Manufacturer narrative:
Date sent: 10/22/2009. Instrument a: firing trigger handle. Evaluation summary: the analysis showed that the ats45 device a was received with the firing trigger handle missing and with a blue reloaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please ref the instruction for use for more info. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. The reload was noted into the device as intended. The analysis results found that the ats45 device b was returned in good visual condition, with a blue reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut anf formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted the have the proper b-formed shape. The cartridge was loaded and did not fell out during functional testing. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, on the initial firing of the first device was difficult to fire. The surgeon went to squeeze the handle and it broke. A second device was pulled and the cartridge fell out of the second device. It did not fall into the pt. A different cutter device was used to complete the procedure. There was no pt impact.